Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead dislodged due to the patient's tortuous anatomy. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.